Manufacturer narrative:
A sample has been received and in-house testing is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that during a cataract extraction with intraocular lens implant procedure there was poor vacuum. When switching from fluid to air the patient experienced a soft eye. Elevating the air pressure did not help. The surgeon then switched back to fluid, which did not respond immediately. The procedure was completed with no harm to the patient. The consumables have been collected and are expected to be returned for evaluation. Additional information is not expected to be returned.